Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined that the issue was caused by the a relay connector not being plugged in to jack connector designator j22 on the therapy pcb assembly. At this time, the device cannot be repaired due to part obsolescence. No further root cause can be determined. The customer has received a loaner until a permanent solution can be identified.

Event description:
The customer contacted physio-control to report that their device is not providing energy shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not providing energy shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.